Event description:
It was reported that atrial under-sensing was observed, and p-wave amplitude dropped to a very low level. In addition, the presenting electrogram indicated numerous v-v intervals below the lower rate interval. Reprogramming was done, and the issue resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 lead, implanted: (B)(6) 2012. (B)(4).